Event description:
It was reported that the patient was in a car accident last month and had either a CT scan or MRI. The patient's vision was affected, she cannot see or read. Her right side was real tight, her stomach was painful since the accident, and there was pain on her lower right side. She was not eating, had lost 14 lbs., had a hole in her esophagus, and was not sure if the device was working. Subsequent information received reported the patient required hospitalization due to the motor vehicle accident. The patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead. (B)(4).